Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70 serial #: (B)(4), description: linear 3-6 lead, 70cm; model #: sc-3138-25 serial #: (B)(4), description: scs phiii ext 25cm; model #: sc-4316 lot #: 20018180 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Symptoms were nausea and high white blood cell count. The physician did not believe that the infection was device or procedure related and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure.